Event description:
(B)(4) study. It was reported that during percutaneous coronary intervention, congestive heart failure and death occurred. In (B)(6) 2012, the patient experienced stable angina (ccs classification 3) with episodes of chest discomfort (occurring 2 to 3 times a week) and was referred for cardiac catheterization. The 90% stenosed de novo target lesion was located in the middle saphenous vein graft to first diagonal left coronary artery with reference vessel diameter of 4.0mm and a lesion length of 12mm long. A 3.50mm x 16mm io was advanced. After the device predilated the target lesion, stent was placed with 0% residual stenosis following post dilatation. The subject was discharged on clopidogrel one-day post procedure. In (B)(6) 2013, the subject presented with chest pain, shortness of breath with intermittent onset of chest tightness, and lower extremity swelling. Subsequently, the patient was diagnosed with congestive heart failure and was hospitalized on the same day. After one day, electrocardiogram was performed revealing fibrillation with rapid ventricular response, st depression and right bundle branch block. Later on the day, the subject developed ventricular tachyarrhythmia. Cardiopulmonary resuscitation was initiated for about 40 minutes with multiple shocks delivered to treat the arrhythmia. Medication was given. Continuous cardiopulmonary resuscitation was performed. Subject was intubated for respiratory support. Despite these aggressive efforts, a pulse, sustainable rhythm or blood pressure could not be attained. The subject died with ventricular fibrillation as the primary cause.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).